Manufacturer narrative:
The device was received with cracked case at display window corners, reservoir tube, reservoir tube window corners, and end cap and battery tube threads. The device was received with minor scratched display window and with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had cracks on the reservoir window, and display window. It was reported that the end cap was open on the right hand side. No further information provided.